Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown hip implant on (B)(6) 2009 on the right side. Patient is being monitored due to unknown reasons. The event date is unknown.

Manufacturer narrative:
Investigation results were updated. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Missing device data information was requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that a patient had a metal-on-metal winterthur hip system implanted on (B)(6), 2009 and was revised on (B)(6), 2014 due to elevated metal ions in blood. After revision, an MRI showed a pseudotumor. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ifus. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary: it is only known that a patient had a metal-on-metal winterthur hip system implanted on (B)(6), 2009 and was revised on (B)(6), 2014 due to elevated metal ions in blood. No other information is available, therefore, due to significant lack of information, it is impossible determine an exact root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The legal case was reopened due to additional information received. The investigation will be updated and submitted in a follow up report as soon as available. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown hip implant on (B)(6) 2009 on the right side. Patient was revised on (B)(6) 2014 due to elevated metal ions, pseudotumor and metallosis.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 50/44, code j on the right side. Subsequently, patient was revised due to pain, elevated metal ions, fluid collection; intraoperatively, pseudotumor like alval and metallosis.

Manufacturer narrative:
This report has been updated as following new information is now available: investigation results have been updated. Patient dob: feb 27, 1942. Ref# 01.00214.050 and 01.00181.440 received. Patient also had pain. Concomitant medical products: item: metasul ldh, head, 44, code j, taper 18/20 item#: 01.00181.440 lot#: unknown, item: unknown head adaptor item#: unknown lot#: unknown, item: unknown avenir muller stem item#: unknown lot#:unknown. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Trend analysis: trend has been identified and CAPA was initiated and performed. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Missing device data information was requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that a patient had a metal-on-metal winterthur hip system implanted on january 6, 2009 and was revised on june 30, 2014 due to pain, fluid collection, alval, metallosis and elevated metal ions in blood. After revision, an MRI showed a pseudotumor. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ifus. Conclusion: no further investigation required as this issue is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is cmp-0256890. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k053536. The following reports are associated with this event: 0009613350 - 2018 - 00588 0009613350 - 2018 - 00590 0009613350 - 2018 - 00591

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: n/a as no item number was available device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that a patient had winterthur hip system implanted on (B)(6) 2009 and being monitored due to unknown reasons. Patient requests a medical expertise regarding the implantation of the right thr. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4) .